Event description:
It was reported that during the implant attempt there was high impedance, variations in threshold and dislodgment on the atrial lead. An attempt was made to reposition the lead. During the attempt there was difficulty advancing the stylet, and there was high torque on the helix. Upon extraction it was noted that the lead was distorted. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. The lead was returned with the distal coils distorted within the connector. The inner insulation was kinked/buckled, the helix/lobe mechanism was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Damaged at implant.